Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. One unpacked ar-4500, meniscal cinch, batch 15116180, was received for evaluation. Upon visual inspection, it was noted that the device arrived for evaluation with two trocars #1 attached. - functional testing was not performed due to the damage to the device. - the most likely cause is attributed to misuse due to prying/leveraging the device during use.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-4500, meniscal cinch, both implants failed to set. This was detected during an arthroscopic clearance, meniscus suture procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-4500. There was no patient harm, and no secondary procedure needed. The knot pusher/cutter type is ar-4515.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.